Manufacturer narrative:
Other applicable components are: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving gablofen [2000 mcg/ml] at a rate of 1000 mcg/day via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was in the ER due to increased spasticity. The patient had a refill earlier in the day at approximately 3:00 pm ((B)(6) 2017). The refill was normal and no issues/volume discrepancies. The patient went home at 8:00 pm and had a bowel movement and shortly after a significant return of spasticity started and was considered sudden. The physician replaced the entire system and states at this time they believe it is not a pump issue but a catheter issue due to anatomical issues. It was stated that the patient has spinal tumors and kyphosis so they are thinking that was the issue but they are sending back the explanted system. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the patient¿s increased spasticity, an x-ray of the pump was performed to confirm medication in the pump. Other troubleshooting performed included a change of medication in the reservoir to rule out concentration and boluses were given. The cause of the increased spasticity was noted as being due to a catheter fracture / kink. Actions taken to resolve the issue included the patient having been transferred to a hospital under care of an alternate physician who replaced the catheter and pump. The increased spasticity was described as being resolved in part; the catheter function was limited by spinal canal structural barriers due to advancing degenerative joint disease (djd), prior surgeries / pathology.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8782 lot# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type catheter product ID 8780 lot# (B)(4)implanted: 2015(B)(6)explanted: (B)(6)2017 product type catheter. The pump was returned for analysis. Pump analysis found no anomaly with the device. The catheter(B)(4)) was returned for analysis. Catheter analysis found no significant anomaly with the device. The catheter (B)(4) was returned for analysis. Catheter analysis found a break in the catheter body. If information is provided in the future, a supplemental report will be issued.